Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate clinical information to fully evaluate the complaint. Should any additional clinically relevant documentation be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
*Us legal* it was reported that after a right thr performed on february 4, 2019 due to degenerative arthritis, plaintiff's complaints of pain. X-rays and bone scan confirmed eccentric acetabular wear with superior migration of the femoral head compatible with early poly-degradation. Plaintiff underwent revision surgery on february 17, 2021 in which the femoral head and liner were explanted, and new smith-nephew devices were implanted in its place. The plaintiff's outcome is unknown.

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. (B)(4). All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a thr was performed on (B)(6) 2019 on an unspecified hip, plaintiff had a defective liner and required a revision surgery that was performed on (B)(6) 2021. The specific issue that the liner had is unknown. Additional details about the primary and revision surgery are unknown. Plaintiff outcome is unknown.